Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by an orthodontist for a consult and provided a letter of recommendation. In the letter the orthodontist stated that they had seen the patient for a consult and that they recommended that the patient needs comprehensive orthodontics with braces or a full time aligner wear to achieve optimal results. The patient, in addition, it is recommend interproximal reduction lower canine to canine to gain space for alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.